Event description:
It was reported that the pump was not working at all. The pump was replaced and during replacement the pocket was noted to be filled with "this crystalized stuff". (Please refer to MFR report # 3004209178-2012-02525 for events following replacement). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).